Event description:
It was reported that the cartridge did not fit properly on the pump. There was no reported impact to the customer's blood glucose level. Customer support provided instructions to inspect and clean the pump area, remove the obstructing o-ring, and attempt to reload the cartridge. The cartridge was successfully reloaded, allowing the customer to resume insulin therapy.